Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found in specification in relation to the reported system error 348 alarms which were not reproduced during evaluation. System error 348 messages were verified through a review of the event history log. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 348 (no upstream sensor poll) alarm. The event happened in biomed service department. There was a patient incident. The pump stopped when it had the error and had to be reprogrammed. There was no adverse event. There was no known patient injury or medical intervention associated with this event. No additional information is available.